Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The complaint references a heartstring iii, however only the cutter was returned and evaluated. Evidence of blood and signs of clinical use were observed. The device was split at the seam from the top to the middle of the device in the grip area. The safety lock was disengaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. There was no damage observed to the needle. There was no evidence that the device was tampered with. Based on the returned device the reported complaint was not confirmed. The complaint was confirmed for the analyzed "break" of the cutter. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the c-hsk-3038 - hs iii proximal seal sytem 3.8mm seal would not load properly into delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the c-hsk-3038 - hs iii proximal seal system 3.8mm seal would not load properly into delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.